Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 28 mmol/l (504 mg/dl) while wearing the pod on the arm between 24 and 36 hours. The adhesive became loose, insulin was noted to be leaking out and the cannula had dislodged from the infusion site. The patient was treated for the hyperglycemia at the hospital (unknown method).